Event description:
It was reported that during insertion in anesthesia, the guide wire bent when the md tried to insert the catheter over it. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
Qn # (B)(4).